Event description:
It was reported the right atrial lead thresholds and lead impedance were high and had risen over the past year. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.